Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's wife stated that on the morning on (B)(6) 2017, the patient began talking funny, fooling around and making weird sounds. It was indicated that the patient was conscious but not entirely aware. The patient then began thrashing about on his bed and the patient's wife and daughter held him down. The patient's wife called 911 at 6:38am and the emergency medical technician (emt) arrived 2 minutes later at the patient's home. The cgm was reading 101mg/dl and when the emt measured their blood glucose (bg) the meter read 24mg/dl. They attempted to administer the patient with glucagon gel but failed because the patient would not open his mouth. The emt attempted a glucose intravenous (IV) on the patient's right arm and the patient came to roughly 5 to 10 minutes after they were treated. The patient was not brought to the hospital and when the emt left, the patient's bg was at 150mg/dl. The value on the cgm was unknown at the time the emt left. At the time of contact, the patient was aware and acting normal. No additional patient or event information is available.